Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta 6.0mm x 60mm, 135cm balloon catheter was selected for use to treat the superficial femoral artery stenosis for severe limb ischemia. The procedure was being performed to treat 95% stenosis, and the target lesion contained severe calcification and moderate tortuosity. The physician inserted the catheter, and upon treatment of the area the balloon had a pinhole rupture with a single inflation at 6 atm for 10 seconds. The catheter was removed as intended using the usual method. The procedure was able to be completed successfully using a different device without sequela.

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta 6.0mm x 60mm, 135cm balloon catheter was selected for use to treat the superficial femoral artery stenosis for severe limb ischemia. The procedure was being performed to treat 95% stenosis, and the target lesion contained severe calcification and moderate tortuosity. The physician inserted the catheter, and upon treatment of the area the balloon had a pinhole rupture with a single inflation at 6 atm for 10 seconds. The catheter was removed as intended using the usual method. The procedure was able to be completed successfully using a different device without sequela.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination confirmed a 6cm longitudinal tear to the balloon approximately 7mm from the tip. Microscopic examination and further inspection of the remainder of the device revealed no additional damages. Ruptures usually occur when something punctures or snags onto the balloon. Stenosis and calcification can potentially cause issues therefore it is likely that patient anatomy contributed to the creation of the damage which led to the reported event.